Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the patient was connected to the pump for about 3 hours. The pump was alarming 'cannot run without a latched cassette.' The site stated it appeared to be latched. The site opened/closed the battery door and restarted the pump, but the alarm persisted. The site closed the clamp and removed/reattached the cassette. The site could not clear the alarm, and the cassette was removed and reattached one more time. The site ensured the latch was flush with pump, and the alarm persisted. The distributor advised powering the pump off and closing the clamp. Medication was 5fu. There was patient involvement, and unknown signs or symptoms experienced.

Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.